Event description:
It was reported that the right ventricular (rv) lead pacing impedance measurement was high and out of range. There was also oversensing of noise on both the rv and right atrial (ra) channels. The noise triggered a signal artifact monitoring event and disabled the minute ventilation (mv) feature. After mv was disabled the noise was still present on both channels. The patient came in for a device interrogation a few days later and the rv lead impedance measurements were noted to be greater than 2000 ohms. Unipolar configuration was left programmed. At first it was suspected that another manufacturer's rv lead was fractured. However upon review boston scientific technical services (ts) noted the noise may be more likely electromagnetic interference (emi) related was not sure if it was a fracture or emi. Tech services also discussed that since noise was on a and v a fracture may not be likely. The physician then suspected noise relating to the mv sensor oversensing as the patient could not identify an emi cause. Ts discussed that given the frequency of the noise, it was not related to mv sensor oversensing. Ts further noted that they could not rule out external noise as the cause of the high impedance measurement vs a lead issue. The pacemaker, rv lead and another manufacturer's ra lead remain in service and no adverse patient effects were reported. Additional information was received that the after weighing all evidence, the current thought is that the noise was related to emi. Minute ventilation was programmed off and they will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance measurement was high and out of range. There was also oversensing of noise on both the rv and right atrial (ra) channels. The noise triggered a signal artifact monitoring event and disabled the minute ventilation (mv) feature. After mv was disabled the noise was still present on both channels. The patient came in for a device interrogation a few days later and the rv lead impedance measurements were noted to be greater than 2000 ohms. Unipolar configuration was left programmed. At first it was suspected that another manufacturer's rv lead was fractured. However upon review boston scientific technical services (ts) noted the noise may be more likely electromagnetic interference (emi) related was not sure if it was a fracture or emi. Tech services also discussed that since noise was on a and v a fracture may not be likely. The physician then suspected noise relating to the mv sensor oversensing as the patient could not identify an emi cause. Ts discussed that given the frequency of the noise, it was not related to mv sensor oversensing. Ts further noted that they could not rule out external noise as the cause of the high impedance measurement vs a lead issue. The pacemaker, rv lead and another manufacturer's ra lead remain in service and no adverse patient effects were reported.